Event description:
It was reported that the customer's insulin pump alarmed button error. The blood glucose reading was 495mg/dl, and her glucose level was treated with manual injections. Troubleshooting was performed, and the drive support cap was sticking out. Advised the mother to discontinue the use of the device and revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to button/keypad anomaly. The insulin pump had a protruded/loose drive support disk and a scratched display window.